Event description:
It was reported that the lead alert triggered, and the lead exhibited low impedances and high rate episodes, which were determined to be caused by noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.